Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the power supply and verified the power supply voltages. The cse performed an empty and fill of the ring, loaded a new tip tray, and resuspended the reagents. The customer ran quality controls, which were within range. During follow-up with the customer, the customer confirmed that the instrument was operational after replacement of the power supply. The cause of the smoke emitted from the advia centaur xp instrument was a malfunction of the power supply. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The instrument was powered down and unplugged after the smoke was emitted. The fire department was not called for this event. There were no injuries or adverse health consequences to the laboratory personnel due to the smoke and patient samples were not impacted.